Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the item is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved and no additional surgical intervention was required. However, an mcs tip cover accessory falling into the patient could potentially require surgical intervention.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off inside the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse reported that when they tried to remove the mcs, the mcs tip cover accessory got caught on the trocar and fell inside the patient. The surgeon elected to continue with the procedure and used another mcs tip cover accessory on an mcs instrument to complete the surgical task being performed. The second mcs tip cover accessory also fell inside the patient when the customer tried to remove the instrument from the trocar. An x-ray was taken and there was no radio opaque. The surgeon used two laparoscopic grasper instruments to retrieve the tip covers. However, the first mcs tip cover accessory that fell was difficult to find and the procedure was delayed for an hour due to time spent retrieving it. The second mcs tip cover accessory was retrieved with no issues. Additional anesthesia was administered to the patient. There was no patient injury as a result of the issue. There was no report of any other fragments falling into the patient. The procedure was completed robotically. There was no report of arcing. The customer stated that they may return the mcs tip cover accessory. The nurse stated that the mcs tip cover accessories were installed according to standard procedure, but he could not confirm if/how much electro lube was used during the installation. This record was found to be related to patient identifier (B)(6).